Event description:
It was reported that a micropituitary¿s tip was broken during a minimally invasive discectomy. The patient was x-ray'd and no pieces were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with riverlines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.